Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lip of the reservoir was came off the insulin pump and it had crack and it was broken. The customer's blood glucose was 151 mg/dl at the time of incident. It was also reported that the due to this reservoir will be locked into place but it's half of the top of lip. The insulin pump will be returned for analysis.